Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent lumbar posterior fusion surgery due to lumbar spondylolisthesis. During the operation, the thread of the two set screws were damaged due to which the set screws couldn't be implanted. They were replaced and the operation was completely smoothly. No patient complications were reported as a result of the event.